Manufacturer narrative:
Date sent to the FDA: 09/09/2021. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To the patient: does ethicon have your permission to contact your doctor, in the event ethicon would like to contact your doctor for more clinical information to be used for a product quality complaint investigation? If so, please provide your doctor¿s name, contact information with their email address and phone number. May we have copies of your surgery and any post-op examinations/revision if any? To hcp: please clarify/describe the exact event with the suture and wound issue occurred? Please clarify type/product code/lot number of the ethicon suture used on the patient during c-section on (B)(6) 2021? The patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the suture placed? What was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? If yes, please specify. Did the operating surgeon observe any suture deficiency or anomaly before, during after the suture placement or during any treatment? Please describe the device malfunction issue if any. Patient symptoms - describe the manifestation of allergic reaction (location, severity, appearance)? Was there any testing performed? If yes, results? Was the allergic reaction resolved after steroidal topical cream treatment? Other relevant patient history/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? Are any photos available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 10/13/2021. Additional information was requested, and the following was obtained: the patient does not want her doctor to be contacted. We do not have any additional information unfortunately. Does ethicon have your permission to contact your doctor, in the event ethicon would like to contact your doctor for more clinical information to be used for a product quality complaint investigation? If so, please provide your doctor¿s name, contact information with their email address and phone number. May we have copies of your surgery and any post-op examinations/revision if any? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? I don¿t know. What is the current condition of the patient? The wound is closed. Any medical treatment provided? If yes, please provide medicine name, strength and dose. Decoderm crème as local treatment (used 5-7 days). Was there any alleged deficiency with the device as a contributing factor to the event?- no. Was any surgical intervention performed specially re-suturing? No, it was decided to leave the wound open and heal because of breastfeeding. Did the patient experienced infection? I don¿t know, there was no analysis of the tissue. If yes, any medical treatment provided? No. If yes, please provide medicine name, strength and dose / how many devices were involved? I don¿t know.

Event description:
It was reported that the patient underwent a c-section on (B)(6) 2021 and the suture was used. About seven days post-op , the patient experienced an allergic reaction to the suture material and the suture did not dissolve. It was reported that it was decided to leave the wound open and heal because of breastfeeding. Decoderm crème as local treatment was used 5-7 days. Now after 6 weeks the pain is better and the wound is nearly closed. Additional information will be requested.